Manufacturer narrative:
Customer reports unable to pair, minimed mobile 2.1.0, iphone 13. "An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 11 pro (ios 16.4.1 (a)) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the d00780504, version c, software requirement 4886759. After conducting a thorough investigation, we have found that the reason for the reported behavior was a known ios issue that results in a ""device not found"" message on the pump (esf 3829074). A successful pairing attempt was observed on june 13th and no pairing attempts after that time, which can imply that the issue should already be resolved for the customer. The esf number that corresponds to the reported issue is: 3829074. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:â . Remove the mmm app from the phone. Remove the previously paired pump on an ios bluetooth settings screen. Restart the phoneâ¿¨install the app and attempt pairing again. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the mobile application was unable to pair with the customer's pump. Troubleshooting was performed and the issue was unable to resolve. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application. The device will not be returned for analysis.